Manufacturer narrative:
The x-ray handswitch was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. Visual inspection passed. The hand switch was installed into a known functional system. The system booted and readied. When actuated, the 2d button would not acquire an image; 3d and store button were functioning as expected when pressed. Faulty hand switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000194, serial/lot #: unknown. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the handswitch. After replacement the issue was resolved and the system was working as intended. No parts have been received by the manufacturer for evaluation because the handswitch was discarded at the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not exposing. No patient was present at the time of the event.